Event description:
It was reported that one day post implant the atrial lead had dislodged into the ventricle. The dislodgement was verified by x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6942-65, lead, implanted: (B)(6) 2000. (B)(4).